Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following serval falls patient experienced ineffective therapy, one of the patients leads had high impedances and one of the patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.